Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. The sterile lot number was not available, device history record review could not be performed.

Event description:
As noted in the publication fuku et al impact of dual antiplatelet therapy beyond 1 year on clinical outcomes of patients with stent fracture or peri-stent contrast staining after sirolimus-eluting stent implantation; circ j. 2017 dec 25;82(1):211-217; report that a (B)(6) female patient treated with a sirolimus stent in the proximal lad had very late stent thrombosis (vlst) 58 months after pci. The patient was off thienopyridine at 1 year and at the onset of the vlst but was on aspirin at the onset of vlst.